Event description:
Report received of filter leaking. The customer reported that while the pt was receiving a tpn infusion, the filter leaked and the pt's blood glucose level dropped to 8 mg/dl. The pt received a d10 bolus, amount unspecified. After the bolus, the chemstrip blood glucose level increased to 26 mg/dl. The pt received a second d10 bolus and the chemstrip increased to 56 mg/dl. The pt was subsequently doing okay with no reported adverse pt sequelae. A mandatory medwatch was subsequently received from the customer states: "pt receiving tpn. New tpn was hung at 16:00. At 17:15 the pt's chemstrip (blood glucose) was checked and noted to be 8. It was discovered that the filter on the IV tubing was leaking. The tubing was changed and the pt received a d10w slow IV push. At 17:45 the chemstrip was rechecked and noted to be 26. Another d10w slow IV push was given with the recheck on chemstrip being 56. After second IV push pt returned to baseline." The pt was on the neonatal intensive care unit.